Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the top and bottom case cracked. A review of the event history log confirmed the customer reported complaint. During the functional testing, the alarm was also able to be confirmed. The clutch was slipping during the occlusion test. The cause of the issue was found to be from worn components. The clutch assembly, leadscrew and worm gear were worn. The top and bottom cases, leadscrew, worm gear and clutch were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.